Event description:
It was reported that a small drop of lipids leaked from the connection site of an unspecified access set. The issue was identified during an unspecified process step. The lipids were clamped and turned off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.